Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
The customer returned their device to ventec for maintenance. During the device evaluation, ventec observed that the inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.